Event description:
It was reported that pump repeatedly displayed continuous glucose monitoring error 42 on connected sensor. No information was provided regarding any impact to the customer¿s blood glucose level. Customer performed pump reset with support from technical support, but error persisted, so pump was scheduled for replacement. Customer planned to use multiple daily injections as backup insulin therapy, and customer was instructed to place pump in storage mode and return it to tandem using prepaid shipping label.